Manufacturer narrative:
Dates of death. Event, and implant: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. There was no reported device malfunction and the product was not returned. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The reported potential adverse event of death is listed in the absorb bioresorbable vascular scaffold system instructions for use as a known adverse event associated with the use of a coronary scaffold. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional adverse patient effects referenced are being filed under a separate medwatch report #. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported through a research article identifying absorb scaffolds that may be related to the following; death, myocardial infarction, scaffold thrombosis, target lesion revascularization, target vessel revascularization and re-hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "two year efficacy and safety of small versus large absorb bioresorbable vascular scaffolds of =18 mm device length: a subgroup analysis of the (B)(6) registry ((B)(6))".

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.